Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device did not perform cutting and coagulation. There was not blood loss of 500cc or more due to the product problem. The surgical time was not extended by more than 30 minutes due to the product problem. No injury reported the current status of the patient is good status. There wasn't any damage irreversible.